Manufacturer narrative:
Device evaluation follow-up #2 submitted 05/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period; no changes in the basal rate occurred during this time period successfully performed a 10u audio and a 10u normal bolus. Both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The type of reportable event of malfunction should be checked as it was inadvertently not checked in initial report.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that her blood glucose (bg) levels were hi on the meter remote with dry mouth, increased urination and increased thirst. The patient reported she was disconnected. She stated that she primed the tubing and confirmed drops, there were no alarms in history, time and date were accurate, she changed her infusion set and cannula was not kinked or bent. She programmed a temp basal rate increase but noticed the rate stated 0, she reviewed the basal rate menu and noticed all of her basal rates were erased, stated she only uses the temp and a-1 weekday in the basal menu . She then corrected with 5 units via syringe and contacted her healthcare professional to get her basal rates to re-program them into her pump. She reported that her bg started to respond slowly at 220mg/dl pre bedtime and since then her bg was good at 98mg/dl. She denied any trauma to the pump and the pump has not been exposed to MRI or x-ray. She reported that she does not program or check her basal rates independently. She reported no power issues. The patient confirmed that she has a backup plan. Customer support advised patient if she does feel that the pump is safe to go on a backup plan. The patient felt she will monitor pump and continue use until the replacement pump arrives. This report is being made due to the alleged hyperglycemic event due to the alleged history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.